Manufacturer narrative:
Eval summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge and viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number of any identification traceable to the mfg documentation. The handpiece indicated is not approved for use with this cartridge. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
An ophthalmic assistant reported that following an intraocular lens implant procedure, the pt experienced blurry distance and near vision. The iol was exchanged with another iol 0.5 diopters difference in power. Add'l info was received from the ophthalmic assistant, reported that the pt's vision improved the first day after the iol was exchanged. The surgeon indicated the use of an unapproved handpiece.